Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to noise and oversensing resulting in an inappropriate shock. It was successfully replaced with a new lead. No additional adverse patient effects were reported.